Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Pending evaluation. A follow up report will be submitted when more information becomes available. Note: this initial was originally filed on 22nov2016 but was mistakenly filed under the incorrect manufacturer report number, 1641964-2016-0037. This initial is being filed under the correct manufacturer report number of 1641965-2016-00037.

Event description:
During (B)(6) 2016, the (B)(6) health network experienced repeated occurrences of 621- 400es "outlook 400es" infusion pumps issuing high pitched alarms, halting infusions and becoming non-responsive to keypad pushes (only the power button could be used to silence the alarm). The issues occured on the 3rd floor of the jaindl tower of the 1200 cedar crest address. Other floors and care areas in the (B)(6) as well as the (B)(6) campus have been unaffected by this issue.